Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cannot bolus. The customer's blood glucose value was unknown. The customer was unable to bolus and review alarm history. Customer stated that it was telling her it was out of insulin and then she would have to rewind and then she would put insulin back in and then it would be normal. The insulin pump will not be returned for analysis.